Event description:
The user facility reported a (B)(6)male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during routine sterile dressing change it was noted that the sterile sleeve detached from the tuohy with around 1cm of the catheter exposed. The nurse covered the exposed catheter with chlorhexidine gluconate dressing provided in sterile dressing kit, using sterile dressing change technique. The doctor decided to not remove the impella at this time. Additionally, upon initial impella implant, there was minimal bleeding that was noted, and a dressing was provided. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The product was not returned for evaluation. Clinical details were not sufficient to determine root cause. No the cause of the sterile sleeve damage was not determined since product was not returned and there is lack of clinical details. The instructions for use for the impella cp with smartassist system states the following: section: warnings and cautions: cautions: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ corrections to the initial MFR report: f6/f8 should have been left blank.